Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2013, a new ventricular lead was connected to the subject device. The device was already implanted but got moved to the left side of the patient. Old atrial and ventricular leads (at right side) were isolated, but not extracted. On (B)(6), the new lead had to be re-positioned. On (B)(6), the device was found in standby mode. Reportedly, during parameters reprogramming after re-initialization, a pause of roughly 5 seconds was observed.